Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and no delivery alarms. The customer's reading was 432 mg/dl. The customer treated with the insulin pump. The customer's symptoms included feeling sluggish. During troubleshooting, the customer found small air bubbles in the tubing; customer was able to remove the air bubbles. The customer performed the high pressure test and it passed. The customer was advised to change the entire set, reservoir, and insulin and treat. The insulin pump was not replaced or returned for analysis.